Event description:
Customer reported experiencing a cartridge alarm issue on consecutive days, march 20 and 21, 2026, during the pump loading process. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed the issue and decided to replace the pump, ensuring the customer had a backup insulin delivery plan using multiple daily injections (mdi).